Manufacturer narrative:
Further investigation determined the issue was resolved by the service visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they recently began using the a1cx-2 tina-quant hemoglobin a1cdx gen.2 application and a pediatrician complained the results were too high compared to the results from another laboratory. From 19-jul-2017 through 13-sep-2017, the customer sent samples to another laboratory using a siemens analyzer for comparison testing. Of the data provided for 60 patient samples, only the results for four patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The customer's original results were reported outside the laboratory. The repeat results from siemens were believed to be correct. The patients were not adversely affected. The field service representative found there were bubbles in the reagent during calibration. He removed the bubbles, ran precision testing, and ran a flow check without errors. He ran mechanism and diagnostic checks with results within specifications. The customer performed calibration and controls with results within specifications. The customer used cobas integra 800 serial number (B)(4).